Manufacturer narrative:
Information obtained states that the reported event occurred after a surgery and there was no patient impact due to the reported event. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on september 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: 2015-106513

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that on several patients, it has been noted that at one day post operative (post op) the gas bubbles was 80% and at one week the gas bubble was at 50%. The surgeon suspects the auto gas fill may not be dispensing enough gas. There was no harm to any patient. No additional procedures needed to be performed. This is the first of two reports for this event form this facility.